Event description:
The pt complained of decreased performance, sound quality issues and overly loud stimulation with her device. A company representative met with the pt to perform device evaluation. Testing performed show that the device was functioning. Programming adjustments were made; however, the problem was not resolved. The decision was made to explant the pt's device. Surgery to explant the device will be scheduled.